Event description:
It was reported that the physician implanted a 30mm helex septal occluder in 2009, to close a multifenestrated asd (atrial septal defect). One hole was not closed in the initial procedure, so the physician used a 20 mm helex device to attempted closure. The physician had difficulty crossing the defect and once across could not get the left disc to sit well on the septum. The disc was repositioned and again did not sit well. The device was rotated to get better apposition but in doing so, the 20mm device became entangled in the 30mm device. The attempts to retrieve the 20mm device were unsuccessful. The pt had the devices removed and the defect repaired surgically. The pt was doing well following the procedure.

Manufacturer narrative:
The device was discarded at the hospital. A review of the mfg paperwork has been conducted. A review of the mfg paperwork verified that this lot met all pre-release specifications.